Manufacturer narrative:
Device 3 of 11.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-feb-2024, the patient reported that the infusion set fell off during use for 12- 24 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.